Event description:
It was reported to philips that upon restarting the system, it took an extended amount of time to reboot, delaying the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.